Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the corewire tip. The product was returned to boston scientific and the investigation results revealed that the pebax section was detached exposing the corewire tip. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture. The ptfe jacket peeled along the body exposing the corewire and the body was severely bent. All the outer diameter measurements are within specifications. It is probable that anatomical/procedural factors could have generated the failures encountered. The damages on the jacket could have affected the mobility of the wire along the catheter, impeding its proper movement. It is probable that the device met the manufacturing specifications; however, physical damage on the wire could be generated during use, limiting the device performance. Therefore, the most probable root cause is ¿operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2014-02474 addresses the first device, while manufacturer report # 3005099803-2014-02394 references the second device. It was reported to boston scientific corporation that a maxforce biliary dilatation balloon and a jagwire guidewire were used during a procedure. According to the complainant, during the procedure, a resistance was noted while passing the balloon over the guidewire. Reportedly, they removed the balloon and the guidewire and noted that the distal tip of the guidewire was peeled while the catheter was noted to have kinks. No information was given on how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(4) 2014 that the hydrophilic tip detached exposing the corewire tip.